Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at 0.8 mg/day dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the rep was called by the hcp on (B)(6) 2017 and was told that the patient had a refill on (B)(6) 2017 under fluoroscopy and shortly after the patient complained of being sleepy and had some redness near the pump site. The rep stated that the patient was sent to the emergency room and hospitalized over night. Hcp stated this was similar to her last refill. The rep stated the last refill was done 14 months ago. Rep stated she told the hcp to aspirate the pump reservoir and check the pump volume. The rep stated the hcp got a refill kit on (B)(6) 2017 to check the pump reservoir volume but the patient refused to have this done. Patient service specialist (pss) discussed possible pocket fill but the rep stated the hcp did not believe this occurred due to the fact that they did the refill under fluoroscopy. It was reported that the rep considered this a sudden change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the sleepiness and redness near the pump site was most likely due to some spill of medications from the needle coming out. The patient was monitored closely and on a (B)(4). The patient required (B)(6) periodically. The hcp stated the symptoms had resolved; the redness resolved within two hours.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6)2018 from the representative reported the pump was explanted that day because the patient wanted it removed. The representative stated they aspirated the pump, and there was zero drug in the pump; there should have been 38.6 cc in the pump. The representative stated that they suspected a pocket fill was the cause of the issue reported. The representative stated the catheter was removed as well; it was tested and found to be patent. The representative stated that both the catheter and the pump would be sent back. After the patient was hospitalized, the pump contained dilaudid [6 mg/ml] at a dose of 0.288 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user facility reported there was an accidental overdose after fill the pain pump. The patient was in the intensive care unit (ICU) for 2 days. The patient almost died. No further patient complications were reported. Concomitant medications included prescription medications of gabapentin, pristiq, levothyroxine, estradiol, lovastatin, metoprolol, lisinopril, oxycodone, and tizanidine; and over the counter medications of calcium and multivitamin, vitamin d3, dhea, and biotin. See attached user facility medwatch. Report number: mw(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer. Per the returned interrogation print-out, the pump had been examined on (B)(6) 2018, with the last change occurring on (B)(6) 2017, and the pump had been programmed to deliver 6.0 mg/ml of hydromorphone at 0.2880 mg/day and 4.0 mg/ml of bupivacaine at 0.1920 mg/day.

Manufacturer narrative:
Other relevant component includes: product type catheter. Evaluation of implantable pump (B)(4) revealed no significant anomalies. Analysis identified slight damage to the septum material, which did not affect the performance of the device in the laboratory. Evaluation of the unknown implantable catheter revealed a user-related hole in the body of the catheter. Leaking was identified from the catheter during pressure leak testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported the pump had been sent back to the manufacturer on (B)(6) 2018. The rep did not have a tracking number.